Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode, as it might be caused by an external mechanical impact appears likely. An impact is mentioned in the recipient's report. However, to confirm an exact root cause of failure a device investigation of the explanted device is necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
The mother reported that on (B)(6) 2021 the user had stopped hearing with the device after a head trauma to the right implant site occurred and the audio processor (rondo) detached. The user has not yet been seen again by the medical team. Re-implantation is considered but no date has been scheduled yet.

Manufacturer narrative:
Conclusion: overload fractures in the active electrode which are consistent with an external mechanical impact were determined to be the root cause of device failure. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The mother reported that on (B)(6) 2021 the user had stopped hearing with the device after a head trauma to the right implant site occurred and the audio processor (rondo) detached. The user has been re-implanted. It was stated in the device explant report that before removal the implant housing could slightly rotate if palpated.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The mother reported that on (B)(6) 2021 the user had stopped hearing with the device after a head trauma to the right implant site occurred and the audio processor (rondo) detached.